Event description:
It was reported that a patient's generator interrogated with high impedance. No surgical intervention has been reported to date. No additional information has been received to date.